Manufacturer narrative:
Foreign report source: (B)(4).

Event description:
Information was received that a smiths medical cadd cassette reservoir - flow stop was in use when a "no disposable, clamp tubing" alarm activated. Therefore, the cassette was replaced with another one and the "product worked properly" per the reporter. There were no adverse patient effects.

Manufacturer narrative:
Device evaluation: two (2) pictures (one showing the front view and one showing the top view of the cassette) and one (1) used smiths medical cadd medication cassette reservoir were received for evaluation. Visual inspection of the cassette sample and pictures showed no discrepancies. Functional testing involved fully priming and connecting the cassette and then running the pump. The cassette was connected with no difficulties and the pump did not alarm during the investigation. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. Based on the investigation, the complaint allegation was not confirmed.